Event description:
It was reported that the patient developed an infection after receiving a stage 1 trial. The patient was "weak and dizzy" and fell against a toilet seat and broke his eye socket [orbital]. On (B)(6)-2011, emergency surgery was performed on the patient to remove the lead. After removal, the patient experienced leg and motor weakness and claimed that he falls all the time. The healthcare professional was unable to determine the cause of the patient's symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported starting in 2011, the patients leg felt like "it was in a blender." The patient was in a wheel chair and could not walk up and down stairs. It was noted the patient had refused oral medications for the past 50 years, and had an appointment with a primary care physician in (B)(6).

Manufacturer narrative:
Lead model unk, lot #unk, implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Event description:
Additional information reported indicated that the neurostimulator was removed, due to an infection in the neurostimulator pocket. The patient was administered peri-operative antibiotics (oral and IV) and the infection resolved. It was noted that the patient had a progressive neurological disorder that affected his walking. If additional information becomes available, a follow-up report will be sent.